Manufacturer narrative:
Investigation findings: a device history review was conducted for lot number 3222135. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, (B)(6) samples were returned to aid in our investigation. Our engineers subjected the devices to enhanced visual inspection and functional testing for needle retraction. Our engineers could not detect any damage, or abnormalities in product performance, successfully retracting the needles of the tested devices without excessive resistance. Without the ability to observe the reported non-conformance our quality engineers were unable to determine the root cause for this complaint. Additional information added to b.5 and e.

Event description:
Additional information: was the device used on a patient, if so; was there any patient harm? Yes, it was used on patients and no harm to patient. How many incidents occurred? 1-3 pt in that day. Were they all with the same patient? No different patient that day.

Event description:
It was reported that an unspecified amount of insyte autog bc blu 22ga x 1.0in needles are retracting slowly, or not at all. The following information was provided by the initial reporter: we have been having some issues with the 22g insyte bc IV catheters.  T=retracting slowly or not at all.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.